Event description:
A malfunction alarm was reported with code malf 16, and it was determined that the pump was within warranty. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer reached out to technical support, who confirmed the shipping address and arranged to replace the pump. Although no backup insulin therapy was available, the customer was informed to contact their healthcare provider. Technical support instructed the customer to store the pump properly and return it within 10 days using the pre-paid label, and the customer acknowledged these instructions.